Event description:
During a novasure endometrial ablation a pt had a cardiac arrest, "zero line on the ECG, approximately 10-15 seconds into the ablation cycle. The ablation was stopped and the radio frequency controller turned off. An "emergency drug" was administered (medication, route and dose unknown) and the heart rate began to "rise". The pt was admitted to the hospital and kept in the critical care unit for the night. She was discharged home the next day, on (B)(6) 2011. On (B)(6) 2011, it was reported "the pt was seen on follow-up and is doing fine".

Manufacturer narrative:
Serial number of the disposable device not provided by the complaint. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observation noted at time of manufacture. No relationship can be established between DHR and current complaint. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).